Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 patient¿s creatinine was up to 4.8. Will give 500 albumin, repeat basal metabolic panel. If creatinine continues to rise, will give another 500 and plan for right heart catheter tomorrow. If it decreases, will give another 500 and monitor. Continue intravenous antibiotics, clostridium difficile positive will continue isolation precautions. Hold warfarin for international normalized ratio (inr) 3.1. On (B)(6) 2019, inr 4.3, ordered 2 units of fresh frozen plasma prior to catheter but issue with intravenous delayed giving until afternoon. Move catheter to (B)(6) 2019, nothing by mouth after midnight. Consult nephrology to spin urine. Ordered renal ultrasound, 1 liter fluid and bladder scan as needed. Start oral vancomycin for clostridium difficile. Evaluation by nephrology reveals hematuria, no acute tubular necrosis. Recommended to send repeat urinary analysis / culture, urine creatinine/protein, and urology consult. On (B)(6) 2019 consulted urology to evaluate hematuria. Creatinine slightly better 5.6, will go for right heart catheter as inr 3.1. Lactate dehydrogenase doubled overnight, will check plasma hemoglobin and haptoglobin. Will review transthoracic echocardiogram with heart failure. (B)(6) 2019 - creatinine 4.5. (B)(6) 2019 ¿ creatinine 4.0, inr 2.6 - warfarin 5 milligram resumed; mean arterial pressures 100s - per heart failure elevated mean arterial pressures ok, may use hydralazine if pressures continue. (B)(6) 2019 ¿ speeds increased to 5700 rotations per minute. On (B)(6) 2019 ¿ (B)(6) 2019, nothing by mouth at midnight, hold warfarin. Possible tunneled line in interventional radiology tomorrow if inr closer to 1.7. Creatinine improving, good urinary output at 5700 speed increased on (B)(6) 2019. Setting up home care to transition home hopefully end of week/weekend. On (B)(6) 2019 interventional radiology line paced today, creatinine is 3.1. Coram to provide home intravenous antibiotics for 6 weeks (cefazolin intravenous 2 grams every 8 hours until (B)(6) 2019). Continue oral vancomycin until (B)(6) 2019 for clostridium difficile. When line needs to be removed, patient will need to have interventional radiology remove it due to being a tunneled line. Urinary analysis indicated the patient has a urinary tract infection. This can cause hematuria and the patient is being treated for the urinary tract infection. The patient is now discharged home and stable. No further information was provided.

Manufacturer narrative:
Device identification, device manufacture date: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events, as well as a specific cause for the patient¿s infection, could not conclusively be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4).. No product is available for investigation. No further complaints have been reported at this time. A correlation between the patient¿s infection and hematuria could not conclusively be determined. The heartmate 3 lvas IFU lists bleeding, localized, driveline, pump pocket or pseudo pocket infection, and hemolysis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU. No further information was provided. The manufacturer is closing the file on this event.